Event description:
Following a total vaginal hysterectomy, anterior and posterior colporraphy, sacrospinous fixation with support over the posterior repair and during the eight-week follow-up examination, the dr found wound dehiscence and a piece of the tissue hanging out. The pt was taken to surgery where teh implant was removed. The pt is doing fine and no further complications have been reported.